Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary stenting procedure with placement of a 3.0 x 23 mm xience v stent in the proximal left anterior descending artery. On (B)(6) 2014, the patient experienced an episode of angina. On (B)(6) 2014, the patient was hospitalized. On (B)(6) 2014, coronary angiography was performed and in-stent restenosis was noted. The patient underwent balloon angioplasty in the 3.0 x 23 mm xience v stent and the patient condition resolved on (B)(6) 2014. On (B)(6) 2014, coronary angiography was performed and in-stent restenosis was noted in the 3.0 x 23 mm xience v stent. On (B)(6) 2014, the patient was hospitalized. On (B)(6) 2014, the patient underwent balloon angioplasty only and the patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.